Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 780 hematology analyzer was leaking a bluish color liquid out of the unit and onto the floor. The customer also indicated that latron was out of range with numerous parameters reading 0.0. The volume of the fluid was 4 mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that the tubing from vl52 going to the bottom of the flow cell was off the bottom fitting on the flow cell. The fse reinstalled the tubing with sleeve onto the fitting that fixed the leak and brought latron and all parameters readings back in range. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).